Event description:
Device complication: premature deployment; time of complication: during procedure; symptoms: none reported. The physician attempted to stent a proximal right sfa (off-label) using a contralateral approach. The vessel was described as diffusely diseased and very tight. The physician did not pre-dilate. The physician had difficulty moving the thumbwheel and was not able to stent the lesion due to non-deployment issues. The physician locked the device and was in the process of removing the stent delivery system when the stent deployed in the external iliac. The physician went back in with another absolute and was able to restent the lesion without difficulty. There were no pt injuries and no treatment interventions reported.